Event description:
Patient reported insulin cartridge was leaky and this resulted in hyperglycemia of 460 mg/dl. Patient corrected elevated blood glucose by infusion device. Patient changes infusion headset every day and infusion tubing every 2.5 days. Target blood glucose is 120-180 mg/dl. Insulin cartridge was requested for evaluation. The patient did not require treatment from a healthcare professional or second party to address the issue. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.